Manufacturer narrative:
The lot number was provided for the one malfunction; therefore, a lot history review has been performed. The sample was not returned to bd for evaluation. Therefore, the investigation of the reported malfunction is inconclusive. Based upon the available information, the definitive root cause for this malfunction is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8082 pta balloon dilatation catheter allegedly experienced material rupture. This information was received from one source. Of the one material rupture, one involved the patient with no patient consequences. There was no provided patient information.